Manufacturer narrative:
According to the customer, on (B)(6) 2024 a "right subclavian central line" was attempted when the needle "would not draw". The customer reported after the incident occurred the "subclavian approach was abandoned" and a "right ij approach" was attempted with a "new kit". The customer did not report any serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 a "right subclavian central line" was attempted when the needle "would not draw".